Event description:
The complainant reported that there was some concern for a possible small hematoma around the incision site, but it was not confirmed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.